Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "when trying to remove the cutting block, one of the holding pieces just fell apart."